Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the battery reamer/drill device was not working - forward and reverse function problem. During service and evaluation, it was observed that the battery reamer device control unit was not functioning, defective and the electronic control unit was having an intermittent problem of reverse and forward mode. It was further noted that the device failed pre-test for trigger, electronic control unit, forward and revere mode function and switch test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.